Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with insulin pump. The customer stated that they went to the hospital for diabetic ketoacidosis. The customer did not provide the time and date of the hospitalization or what caused the incident. Customer states she is a dialysis patient. The customer did not troubleshoot and did not send the product back for analysis.